Manufacturer narrative:
Physio-control evaluated the customer'd device and verified the reported issue. Physio observed that the device's battery well is damaged to the point that a battery cannot be retained in the device. Physio also observed that the device would not charge and shock a shockable rhythm. The cause of the observed issue was determined to be physical damage to the device which caused a fracture of the p16/j16 connection at pcb-mounted jack connector, designator j16. The device was destructively tested and retained by physio-control.

Event description:
The customer contacted physio-control to report that they went to use this device during a patient event and observed that the device's battery was not seating in the device correctly and could lose connection. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer switched to a back up device and used that instead. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer advised physio-control that no additional patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they went to use this device during a patient event and observed that the device's battery was not seating in the device correctly and could lose connection. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The customer switched to a back up device and used that instead. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer advised physio-control that no additional patient information is available.